Manufacturer narrative:
Adverse event problem codes ; type of investigation; corrected data; supplemental MDR #1 inadvertently omitted code regarding device disposition.

Event description:
Vns was explanted and the devices were not made available for return. Therefore, the explanted devices have not been received for analysis to date.

Event description:
It was reported that the patient had high impedance. It was noted that there was what appeared to be a lead discontinuity in the patient's x-rays. Lateral x-rays of the neck were received and reviewed. The placement of the generator cannot be assessed as no chest x-rays were received. Confirmation of the connector pin being fully inserted into the connector block can also not be determined due to the lack of generator images provided. The visible portion of the lead at the neck was assessed. There appears to be an electrode and small portions of lead left implanted from a previously explanted lead. Based on the images provided adequate strain relief of a bend and loop with two visible tie-downs are seen. There appears to be a fracture in the lead just below the electrodes. Based on the x-rays provided, the cause of the high impedance may be due to the visible lead fracture on the portion of the lead near the electrodes. Note that the presence of a lead discontinuity the portion of the lead that is not visible in the provided images and/or a microfracture cannot be ruled out. No known surgical intervention has occurred to date.